Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8100 sn: (B)(4) customer stated that he was having problems with this 8100 that it will not pass the rate accuracy test. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer on some steps to take before he start buy parts. I had the customer to run the patient side occlusion test and I had him to also run the fluid side occlusion test. The customer stated that he would try these steps and if he had any more problems he would call back. Ref: (B)(4).